Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 24.4 mmol/l (439.2 mg/dl) while wearing the pod between 4 and 24 hours on the arm. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was administered.

Manufacturer narrative:
The received device was evaluated and found the soft cannula to be bent. Further inspection of the device found a tear in the exposed portion of the soft cannula. Upon rotation of the ratchet gear, fluid was observed exiting the site of the tear. Due to this, fluid was unable to successfully exit the distal tip of the soft cannula. Although damage was found, the cause and timing of the damage is unknown. In addition, the linkage assembly seen through the top housing was observed to not be fully retracted causing the needle to be exposed. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred. Data extracted from the device showed no timeouts or drive stalls. The cause of the interference between the linkage assembly and top housing could not be determined.